Manufacturer narrative:
(B)(6). Return requested for suspect navlock universal gray tracker and navlock universal green tracker. No parts have been received by manufacturer for analysis. On 10/19/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported successfully verifying both the navlock universal gray tracker and the navlock universal green tracker without issue. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine fusion procedure, the site alleged an issue occurred attempting to verify their navlock universal gray tracker and the navlock universal green tracker. Gray navlock was verified and used. After one screw was placed, the gray navlock disappeared from view. Cleaning the sphere did not improve the issue. The surgeon changed to the green navlock, however, the issue was not resolved. Surgeon opted to discontinue the use of the navigation system and used two c-arms to continue the procedure to completion. Delay in therapy was one hour before continuing. There was no impact on patient outcome reported.